Manufacturer narrative:
Concomitant medical products: 694758 lead; implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's leads were eroding through the skin. The leads were capped and the cardiac resynchronization therapy defibrillator (crt-d) explanted. A leadless implantable pulse generator (ipg) system was implanted. No further patient complications have been reported as a result of this event.